Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed their pump supplies and no additional occlusion alarms were received. The customer's blood glucose level was not impacted. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The contact reported that the customer would remain on the pump for insulin therapy and that a back-up non-tandem pump was available if needed.